Event description:
The manufacturer received information alleging a ¿service required¿ alarm condition occurred. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation, and the customer¿s complaint was confirmed. The device¿s power management board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.